Event description:
Patient underwent a right ureteroscopy with laser lithotripsy and stent placement for the removal of ureteral stones. A subsequent CT scan revealed a 12 cm linear metallic wire-like object in the right ureter, identified as a retained stone basket. The retained basket was successfully removed without any complications.